Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was in the emergency department with a suspected driveline fracture. The vad coordinator reported that they were able to "splint the driveline and stop the alarm conditions." The patient was admitted to the hospital. On (B)(4) 2013, the manufacturer arrived on site to evaluate the percutaneous lead. Troubleshooting indicated a broken orange wire. A percutaneous lead repair was completed.

Manufacturer narrative:
A portion of the percutaneous lead was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.